Event description:
It was reported that the external pulse generator (epg) had "incorrect output." The epg was returned for repair. No patient involvement or complications were reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis could not confirm the reported event. Interconnect flex is out of mechanical specification (flex is creased).